Event description:
The customer reported that a small piece of plastic came off of the device and fell into the pt cavity. The piece was retrieved immediately. Because the case was almost complete, a new device did not need to be opened to finish the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.